Manufacturer narrative:
(B)(4)

Event description:
"The complaint device was returned for evaluation. An external visual inspection was performed and found a corroded connector. During the visual inspection, the moisture detection sticker was found activated. Due to the condition of the device, the data log was unable to be downloaded. The reported event of an error icon display was not confirmed. A root cause could not be determined."

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed err 281 (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.